Event description:
It was reported that the device made a short circuit.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and bent pins were observed on cord connector. There was no relationship found between the returned device and the reported incident. Complaint of short circuit could not be confirmed. The connector pins on cord connector were extremely bent and mdu could not be fully inserted into the mdu receptacle on the test control unit. It appears that the user twisted the connector while inserting it into the mdu receptacle, bending the pins. The unit passed functional testing after the bent pins on the cord connector were straightened out. No shorting out occurred during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.